Event description:
As reported to cook via medwatch report: the physician performed a percutaneous tracheostomy at the bedside in ICU (intensive care unit). Approx 2cm portion of plastic catheter was left in anterior neck of pt. A CT scan showed approximately 2cm of plastic sheath, anterior superior and to the right of the tracheostomy tube on pt's soft tissues of anterior neck. (B)(4) notified for surgical intervention of catheter tip. Pt outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). Common device name: dqo catheter, intravascular, diagnostic. Event eval: still under investigation.